Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: b5, h2, h3, h6 and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined and the cause could not be established. The most probable cause of the complaint is, which is cause not established. Which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received that the procedure was a laparoscopically assisted vaginal hysterectomy and salpingo-oophorectomy.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that after a laparoscopic salpingo-oophorectomy procedure, the patient developed subcutaneous emphysema in the post anesthesia care unit. The patient underwent chest x-rays, was treated with oxygen and aerosols, and required admission to the hospital for overnight monitoring. No malfunction was reported with the insufflator. It is unknown whether the physician believes the subcutaneous emphysema was due to the insufflator. The patient¿s current condition is unknown; however, it was reported that the patient has been discharged. Reportedly 2 patients were affected with the same device. This report is 2 of 2.